Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump' motor drive sounds and it was not working properly. No further details given. Customer declined to provide their blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor noise noted. The motor was tested outside of the device and passed. (B)(4).